Event description:
Part 1104b -olm intracranial pressure monitoring kit -catheter shredded at the wire. It was confirmed the part was in contact with the patient, however there was no delay in surgery or additional medical intervention required.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). No associated capas for this issue. Sterile date of affected product: 20-may-2023 complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "lente-broke in use" complaints within the past two years. (B)(4) units sold within past two years. Failure rate = 0.00% . A review of (B)(4) medical device hazard analysis (rev 05), identifies the hazard situation as "12.11 does not measure intracranial pressure accurately: non-robust transducer design or materials / for intended use" based on complaint of "inaccurate icp reading" the risk level is considered low. This determination is based on the information received from the customer. Product received in house. Catheter confirmed to be defective, will not detect by cam02. Root cause/failure investigation: the device history record for the catheter was reviewed; there were no anomalies observed during the manufacturing, packaging, or inspection of the device or accessories while in process. Visible kinks and bends were found, the bends were severe enough that they damaged the optical fibers rendering the catheter inoperable. Catheter was damaged due to mishandling by the user. The instructions for use precautions the user that "extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer and to exercise caution when handling the catheter. Customer failed to follow the cautionary warning within the instructions for use. Device failed to meet specifications: yes failure mode: confirmed/ damaged/ broken fibers complaint verified, being tracked as a trend. Complaint will be included in trending data for further review.

Event description:
Part1104b -olm intracranial pressure monitoring kit -catheter shredded at the wire. It was confirmed the part was in contact with the patient, however there was no delay in surgery or additional medical intervention required.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Customer confirmed they do not have the packaging to confirm the lot number. 31-jul-2023: technical support emailed the customer with information/shipping label on how to return the affected product. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Acceptable risk as per hazard ID 6.3 in doc-047178 camino 110-4 series catheter kits-risk analysis. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.